Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was missing its lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for further investigation. The pac technician observed that the device was missing its magnetic pin. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The cause of the reported issue was determined to be due to the customer abuse. The magnet retainer tabs were damaged which caused the magnet to not be retained. The device was scrapped by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was missing its lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.